Event description:
On (B)(4) 2013, cormatrix cardiovascular rec'd details of an event involving a cormatrix ecm for cardiac tissue repair device and a reported aneurysm. Details of the event are provided below. On (B)(6) 2013, the pt underwent a surgical procedure where the cormatrix ecm for cardiac tissue repair was implanted as a hood at the junction of the rv and graft site. It was reported that on (B)(6) 2013, the pt underwent a reoperation for an aneurysm that had developed at the point of contact between the ecm and the rv.